Event description:
During a vsp orthognathic single-jaw procedure, the surgeon had to manipulate the custom plates to achieve the correct occlusion. The surgical delay was reported to be 60 minutes or less.

Manufacturer narrative:
The 3ds investigation is on-going and no issues have been identified thus far regarding the product manufactured, and processes performed by 3d systems. This complaint is being reported due to the surgical delay time of approximately 60 minutes. Post-operative data has been requested from the surgeon for further investigation. At this point, 3ds cannot confirm that our products did not cause or contribute to the poor fitment of the stryker custom plates resulting in an extensive surgical delay.